Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cerebrovascular event on an unspecified date after the use of the product.

Manufacturer narrative:
This is one event [serious injury] reported on the same pt involving two separate products and associated with mdrs# 1225714-2013-001825 and 1225714-2013-01826. Additional info has been requested and will be submitted upon receipt accordingly.

Manufacturer narrative:
This reported event is on the same pt involving two separate products and associated with MDR # 1225714-2013-01825.